Event description:
It was reported an occlusion alarm occurred. This resulted in the customer's blood glucose level exceeding 500 mg/dl, with the cgm reading as ¿high.¿ the customer took action by administering a corrective injection and changed the infusion set and cartridge to resume insulin treatment. Subsequently, the customer reverted to manual dose injection.